Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy and passed electric continuity test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged conductor wire, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the conductor wire of the maryland bipolar forceps instrument was loose, broken, or disconnected. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nstrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool. It was unknown if there was any fragment falling into the patient¿s anatomy. There was no procedure delay.